Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B) (6) 2010, during the same surgery, the patient was re-implanted with another device.(B) (4)

Event description:
Per the audiologist, the patient reported hearing ¿popping and scratching¿ sounds along with headaches with use of the device. The symptoms resulted in the patient not being able to receive benefit from the device. The results of an integrity test (B) (6), 2009 indicated normal device function.explant and reimplantation is planned but had not taken place at the time of this report.

Event description:
The customer reported a battery out limit alarm and an intermittent blank display. Troubleshooting was performed, and the insulin pump did not pass the self test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
(B)(4).